Manufacturer narrative:
E1.initial reporter address 1: (B)(6). E1.initial reporter phone #: (B)(6). D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of february 2025. At this time, further testing is not indicated. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of bd microtainer® z (no additive tubes), 4 tubes contained fibrin clots. There was no health impact or consequences reported.

Event description:
It was reported during use of bd microtainer® z (no additive tubes), 4 tubes contained fibrin clots. There was no health impact or consequences reported.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2618282-2025-00019 included an incorrect date due of 03-mar-2025. The original MDR had a date received by manufacture of 03-feb-2025 with an incorrect date due of 03-mar-2025. The date due was 05-mar-2025.